Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID: 3093-28 lot# v243044, implanted: 2009 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the healthcare provider who first implanted the device ¿didn¿t put it deep enough¿. An erosion was indicated to have occurred. It was ¿coming out¿ and the patient ¿could feel it¿. Information reasonably suggests the device was consequently revised.